Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy via a manufacturer¿s representative (rep). The rep reported that the patient¿ ins was over-discharged again. The patient had not charged for at least 5 months. The rep reported that the patient was to be met on (B)(6) 2018. Additional information was received from the rep on 2018-08-18. The rep reported that the patient¿s device was over-discharged. The rep was able to charge per the norm using antenna locate feature. The rep reported that they cleared the 0x8 power on reset (por) with the clinician programmer. The patient was receiving effective stimulation. The rep also reported that an impedance check showed contacts 0-2 were greater than 10,000. No further complications were reported.

Event description:
Additional information was received from rep. It was reported that the patient's stimulator replaced today with intellis for normal end of life battery replacement. Patient's pre-op impedances check has the same contacts out (0-2) that were out in 2018 when the rep checked. Hcp switched leads in the channels during replacement so the impedance check reflected that. Contacts 8,9,10 were now out of range/ avoid using.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they didn¿t know what caused the high impedances. The rep reported that this had not been resolved but the patient was receiving effective therapy with programming around the unusable contacts. No further complications were reported.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that the ins was overdischarged. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. See cm1418 - CAPA monitor - overdischarged batteries c/pas 1306. The report of the ins being overdischarged. The root cause, if available, is documented in the referenced investigation record. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.